Manufacturer narrative:
The biomedical engineer (bme) reported that in another ticket (B)(4) that a central nurse's station (cns) in our heart center that appears to have just dropped from the network and stopped receiving waveforms from the bedside monitors in our cath lab. What is occurring is the cns will lose connectivity to the rest of the network, and only a reboot of the cns will fix the issue. However, this does not look to be a device failure because they put a different cns in place of it, and they were experiencing the same issues. When this occurs, there is no comm loss error message or registered bed not ready on the screen. They were unable to see any numerics / waveforms and cannot admit any new patients to the tile. (B)(6) the issue reported in (B)(4) returned, and this complaint is being reported on the 2nd occurrence in (B)(4). They reported that the tiles on the cns was monitoring (g9s), all show the "admit" button, even though the rns-6803s (crcs) and g9s themselves show the patient information and waveforms. However, this cns only shows the "admit" button. They rebooted the cns and when it came back up, all the patients names and waveforms could be seen again. However, no historical data could be seen in tabular trend or full disclosure. It looks like when you start to monitor a device, or admit a new patient, as it only shows current values, nothing historical already recorded. They are pulling logs. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that in another ticket (B)(4) that a central nurse's station (cns) in our heart center that appears to have just dropped from the network and stopped receiving waveforms from the bedside monitors in our cath lab. What is occurring is the cns will lose connectivity to the rest of the network, and only a reboot of the cns will fix the issue. However, this does not look to be a device failure because they put a different cns in place of it, and they were experiencing the same issues. When this occurs, there is no comm loss error message or registered bed not ready on the screen. They were unable to see any numerics / waveforms and cannot admit any new patients to the tile. (B)(6) the issue reported in (B)(4) returned, and this complaint is being reported on the 2nd occurrence in (B)(4). They reported that the tiles on the cns was monitoring (g9s), all show the "admit" button, even though the rns-6803s (crcs) and g9s themselves show the patient information and waveforms. However, this cns only shows the "admit" button. They rebooted the cns and when it came back up, all the patients names and waveforms could be seen again. However, no historical data could be seen in tabular trend or full disclosure. It looks like when you start to monitor a device, or admit a new patient, as it only shows current values, nothing historical already recorded. They are pulling logs. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that a central nurse's station (cns) in the customer's heart center dropped from the network and stopped receiving waveforms from the bedside monitors (bsms) in their cath lab. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that a central nurse's station (cns) in the customer's heart center dropped from the network and stopped receiving waveforms from the bedside monitors (bsms) in their cath lab. No patient harm was reported. Investigation summary: historical data was able to be gathered from the monitoring device. (B)(4) was initiated to investigate the issue. Ticket (B)(4) were opened to record two occurrences for the same issue from the same customer. The logs provided were not able to determine the cause of the lost data. Nk personnel were sent on-site to monitor the issue but could duplicate the issue reported by the customer. The issue was monitored for an additional 2 months, and the customer reported that the issue did not recur. As such, the cause of the lost data is unlikely to be related to a device malfunction. It is more likely that the lost data issue was a result of network connection issues due to the customer network environment. As the issue was resolved on its own and there have been no reported recurrences of losing data on the cns, further action is not warranted. The following fields contains no information (ni), as an attempt to obtain the information were made, but none were provided.